Event description:
The pt underwent bilateral mastectomy in 2000. Following initial bilateral mastectomy, in 2001 the pt underwent a revision of the procedure. The pt reportedly experienced post operative infections at the surgical site and subsequently underwent additional surgeries to treat the infection.